Manufacturer narrative:
(B)(4). Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed.

Event description:
The customer reported that, during a procedure, the respirator produced an audible and visual alarm ¿do you want to stop the respirator? To switch it off; go into standby mode then turn it off using the switch.¿ there was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the device and a review of the logs and confirmed the reported complaint. The on/standby harness was replaced and the device was returned to service.